Event description:
It was reported that the surgeon was using a competitor's lens with a msi-tm injector, and the lens tore in cartridge during loading of cartridge into the injector. They reported the likely cause of the lens damage was due to the lens injector. No pt contact.

Manufacturer narrative:
Evaluation: method: a work order search. Results: (other) - a injector lot number search was performed for similar complaints within the search and there were two similar complaints found in the search.